Event description:
It was reported that during servicing temperature increase was observed in the device. There was no patient impact in this event. Additional information received on evaluation that bearings were misaligned.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of temperature increase could not be confirmed. The likely cause could not be determined. However, it was also noted that the distal bearings were misaligned, and the internal bearings were corroded also the tool won't enter the tube. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.